Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose value of 406 mg/dl. Customer's current blood glucose value: 406 mg/dl. The customer experienced symptoms such as dry mouth and irritable. The customer was treating high blood glucose with insulin pump. The insulin pump received insulin flow blocked alarm. The customer declined the troubleshooting for high blood glucose. The insulin pump will not be returned for the analysis.